Manufacturer narrative:
Continuation of concomitant medical product(s): product ID 978b128, lot# va2mvlt, implanted: (B)(6) 2023, product type lead; product ID 3560022, lot# va2hlw9, product type extension. Device information references the main component of the system. Other relevant device(s) are: product ID: 978b128, lot #: va2mvlt, ubd: 03-mar-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient using an external neurostimulator (ens). It was noted that the patient's trial started on (B)(6) 2023. It was reported that there was a device site infection at the incision. The rep was notified by the physician's office today that the patient would not be moving forward to stage two implant due to an infection. They reported that the patient will be brought to the operating room (or) tomorrow, (B)(6) 2023, to have the lead removed. No other information was provided at this time. The rep reached out to the physician to tell them about recommendations for returning the lead for examination and is awaiting their response. On (B)(6) 2023, the rep heard back from the physician regarding returning the lead once it is explanted this afternoon. The physician will be using the hospital¿s local path and culture system. The physician also reported that the patient "picked the dermabond (topical skin adhesive) completely off¿ and that¿s what they believe infected it.